Event description:
Customer reported experiencing occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction injection via multiple daily injections (mdi) to address the elevated bg. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin administration.